Event description:
It was reported that a loss of monitoring occurred three times over approx two weeks when an apex pro telemetry system experienced intermittent loss of function due to a presumed power supply failure. During all three occurrences the critical pts being monitored were switched to an alternate telemetry system. However, 8 pts were not monitored for up to one hour during each of the events. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will submitted when the investigation has been completed.